Event description:
It was reported, "we had another burst balloon last week - 3 days post insertion. Patient had 14fr mic bgt inserted as a new tube (B)(6) 2026. Patient called hotline due to tube falling out (B)(6) 2026. Attended a&e, enplug placed by a&e staff as it was the weekend enplug not placed all the way into the stoma, stoma had already closed halfway down. Patient required another rig insertion (B)(6) 2026." The stoma site was established (B)(6) 2026.

Manufacturer narrative:
The actual complaint product was returned for evaluation. The device could not be filled with the suggested amount of water due to an apparent radial direction split of the balloon fabric at the proximal collar area of the device. The device history record for lot 30365085 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 27 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.